Event description:
This 57 y/o male underwent a coronary catheterization. Procedure was complicated by ams with acute cva picture. Upon awakening from procedure, pt noted to have right sided weakness, right facial, and dysarthria. Tpa bolus and infusion given, r sided deficits completely resolved; however, pt is endorsing constant diptopia. Pt transferred to another facility for stroke and eventual angioplasty to vein graft. No residual cva symptoms noted on f/u, and pt returned to work. Urgent medical device removal for boston scientific expo angiographic catheter received on friday (B)(6) 2024 and all of the boston scientific expo catheters including the identified affected products in both issue. Stores and the cardio/cath lab were immediately removed and replaced with a new product.